Manufacturer narrative:
The returned device was inflated with fluid to determine if there was any presence of a leak in the balloon; no leak was observed, and pressure was held with proper functioning of the inflation indicator. Based on the info provided and the investigation performed, the reported balloon loss of pressure could not be confirmed. The review of the lhr (lot f1202503) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci rep that a (B)(6) male pt underwent a peripheral intervention procedure on (B)(6) 2012. A pre-procedure femoral angiogram revealed mild calcium in the vicinity of the access site. Following the procedure, the physician who is a trained user of the mynx, selected the mynxgrip vascular closure device 6f/7f to close the access site. The physician used a buddy wire with 50/50 contrast. It was reported that the balloon lost pressure as the physician was pulling back to arteriotomy, between 1st and 2nd stop (suspected rupture on calcium). The physician removed the device and deployed a second device successfully with no further complication. The pt was ambulated the normal time and released home on the same day ((B)(6) 2012).